Manufacturer narrative:
Per the instructions for use (IFU), central regurgitation and paravalvular leak (pvl) are potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. There are several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium, bulky or severe calcification, an elliptical landing zone shape and valve under-sizing. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. The edwards sapien 3 transcatheter heart valve is indicated for patients with symptomatic heart disease due to severe native calcific aortic stenosis or failure of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy. Deployment of the sapien 3 valve in a previously implanted mitral ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no allegation or indication a device malfunction contributed to these adverse events.  Investigation results indicate the central leak was due to the valve being implanted too atrial within the mitral ring and the paravalvular leak (pvl) was due to the sapien 3 valve creating a partial tear of the ring from the annulus post deployment. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), post implant of the 29mm sapien 3 case by transseptal approach inside a pre-existing ring in mitral position, echo showed a mod-severe central insufficiency due to the valve being implanted too atrial and a moderate-severe paravalvular leak (pvl) as the sapien 3 valve created a partial tear of the ring from the annulus post deployment. Therefore a second 29mm sapien 3 valve was implanted (viv) and an amplatzer plug was placed to decrease the pvl. Follow up examinations were performed on the next day and tte revealed little residual mitral regurgitation (none valvular and trace from outside the ring). The patient was extubated and is clinically stable.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.